Manufacturer narrative:
A device history record (DHR) review of lot (17276543) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx (2mm2cm155) was used for pre inflation; however, it ruptured at 12-atmosphere pressure (atm) during its 30-seconds second inflation. There was no reported patient injury. Then, a non-cordis balloon catheter performed the post inflation. The lesion was the left popliteal artery. The lesion seemed to be severely calcified with severe stenosis. Initially, an ipsilateral approach was made with a 6f non- cordis guiding sheath introducer (csi) and a non-cordis guidewire crossed the lesion. The product will not be return for analysis as it was discarded by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 2x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was used for pre inflation; however, it ruptured at twelve (12) atmospheric pressures (atm) during its 30-seconds second inflation. Then, a non-cordis balloon catheter performed the post inflation. There was no reported patient injury. The lesion was the left popliteal artery. The lesion seemed to be severely calcified with severe stenosis. Initially, an ipsilateral approach was made with a 6f non- cordis guiding sheath introducer (csi) and a non-cordis guidewire crossed the lesion. The device was not returned for analysis. A device history record (DHR) review of lot 17276543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified with severe stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.